Manufacturer narrative:
The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. All pertinent information available to abbott diabetes care has been submitted. The test strip lot number is unknown, therefore the date of manufacture is unknown. The customer was using freestyle lite test strips which are not approved for use with insulet's omnipod device. The information regarding the medical event was provided by insulet's MDR #3004464228-2014-0093.

Event description:
The patient reported on (B)(6), she went to the emergency room because she wasn't feeling well. At the hospital, a bg meter comparison was performed. Her pdm read 77 mg/dl and 104 mg/dl with the (uncleared for use with omnipod) freestyle lite strips vs 370 mg/dl for the hospital's meter. (Although the treatment rendered at the hospital was not provided, a reading of 370 mg/dl would require intravenous fluids, electrolyte stabilization and insulin.)